Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two extensions with the same lot number. It was reported stimulation was diminished and diagnostic testing revealed invalid impedance readings. Surgical intervention was undertaken explanting and replacing the extensions on (B)(6) /2014. Postoperatively, impedance returned to normal and stimulation was restored.